Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 1 month post implant the implantable cardioverter defibrillator (ICD) system was explanted due to wound dehiscence and infection. The plan is to replace the system in the future. No further patient complications have been reported as a result of this event.